Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was performed and no non-conformances were found. When the device was returned to mmdg for investigation, it did under infuse, but it did deliver as expected. Mmdg could not replicate or confirm the reported complaint. Based on this, no MDR would have been required.

Event description:
The initial reporter states that the pump is running but not delivering. The initial reporter also stated that the reported complaint occurred during testing, and no patient was involved. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non-conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump is running but not delivering. The initial reporter also stated that the reported complaint occurred during testing, and no patient was involved. (B)(4).